Manufacturer narrative:
Device 2 of 4. Initial reporter: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user had to change 4 days in a row. She was getting wear time of 7 days. She stated that the moldable material was coming back, swelling and covering the stoma. Reportedly, the samples did not do this but stoma was not protruding well so it might be more that it was not the appropriate product for her. There was no harm reported. No photo is available at this time.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(6) returned sample evaluation: no photographs associated with this case were received and no unused return sample was received for evaluation. Conclusion summary of the related event: based on the results of the preliminary investigation, the batch record review was performed and no discrepancies were found. In addition, the failure modes reported could not be replicated. Furthermore, through the process investigation it was concluded that the reported issues can be associated to the mixing process. The root cause investigation tw#1207796 was generated in which the causes and actions identified are directly related with the problems reported by the customers. For all the explanation above, a root cause investigation (rci) is not necessary. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.